Event description:
The customer reported that there was a popping noise from the x-ray tube and the system would not fluoro. The customer re-booted the system to complete the case. The case was completed without further incident.

Manufacturer narrative:
The ge service rep re-compounded the high voltage cables and tested. The system performs as intended.